Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with itching, burning, and inflammation under the entire patch area. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor about the skin reaction. The patient was prescribed betamethasone valerate topical cream and suflamethoxazole-tmp oral tablets. At the time of the report, the patient was feeling well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).